Event description:
The customer reported seeing an abnormal tidal volume display. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) clarified the error was a low leak co2 rebreathing risk and advised to replace the gas delivery system. The customer declined service and repair.

Manufacturer narrative:
(B)(6).